Manufacturer narrative:
Updated sections d4 (expiration date), h4, h6 (type of investigation, investigation findings, investigation conclusions). Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The root cause of this event was determined to be due to patient related factors. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. The event in this case was impacted by the progression of the patient's underlying valvular disease pathology with structural valve deterioration combined with the patient's other underlying risk factors, including implant position and patient's age at time of implant. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated sections b5, b7, h6 (health effect - clinical code, device codes).

Event description:
It was reported that a patient with a 25mm 2700tfx aortic valve, implanted in the pulmonic position, underwent a valve-in-valve procedure after an implant duration of 5 years due to moderate-severe thickened valve, moderate stenosis and insufficiency. The patient presented with some exercise fatigue, but no progressive symptoms. A tpvr procedure was successfully performed with a 26mm 9600tfx valve. The patient was transferred to the picu in stable condition and discharged home with 81mg aspirin qd on pod #1.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 2700tfx aortic valve, implanted in the pulmonic position, underwent a valve-in-valve procedure after an implant duration of 5 years due to moderate stenosis. The procedure was performed with a 26mm 9600tfx transcatheter valve successfully and the patient was in stable condition post procedure. The patient was discharged on pod #1.